Manufacturer narrative:
The customer indicated that no maintenance had been performed prior to the line coming off. The customer re-attached the ise line #25 and no further leaking was observed. Calibration and quality control (qc) passed within the laboratory's specifications. Service was not dispatched for this event since the customer corrected the issue. Bec identifier for this report is (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting an ionized selective electrode (ise) leak in the unicel dxc 600 pro synchron chemistry analyzer. The customer had initially informed bec customer technical support (cts) that all the electrolytes had failed calibration. Upon troubleshooting the calibration failures, the customer found line #25 was disconnected at the flowcell. This caused the ise electrolyte reference to leak into the ise module. The leak was contained within the instrument. The operator stated that she was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat during this event. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.